Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. Evaluation of the sample received showed that the drip chamber was separated from the tubing. A device history record review for model 2260-0500 lot number 21056018 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue is the lack of solvent between the drip chamber and tubing. The lack of solvent allows for the drip chamber separate from the tubing much easier. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module low sorbing set IV spike tip was sheared off into the medication bag during the precedex/dexmedetomidine infusion. The following information was provided by the initial reporter: "the facility had a report of a broken IV bag spike. The infusion set was in use with a bag of IV medication when it was discovered that the tip of the bag spike and other plastic fragments were floating in the medication bag. The tip of the spike was sheared off at the section of the spike with the 4 openings/port near the tip."